Event description:
There were two issues: the primary IV tubing used to spike IV fluid bag/fluid would not prime in the tubing despite drip chamber being squeezed and filled and clamp opened on the tubing. This occurred with two sets prior to the third one working. All were the same lot number. The primary IV tubing came apart in two pieces at the lower injection port site after priming IV fluid and attaching to the patient's implanted port access. The tubings were sent to materials management; the sets were smartsite infusion set; manufacturer was carefusion. Manufacturer response for smartsite infusion set, smartsite infusion set (per site reporter).